Manufacturer narrative:
Additional: h3, h6 the reported events of inability to interrogate, no capture, incorrect measurement, and premature battery depletion were confirmed. As received, the device voltage was below end-of-service level. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated unusually low current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented remotely via merlin. Net on (B)(6) 2020 with early elective replacement indicator (eri) from their pacemaker. The last device check in aug 2020 showed more than 6 years left of battery life. Failure to capture was also noted on the right ventricular and atrial channels. Physician was unsure if it was due to device or competitor leads, as the leads exhibited low impedance measurements. Patient came in to the clinic, where the eri was confirmed. Magnet interrogation did not produce any response. Device was reprogrammed to maximum output settings, as patient complained of lightheadedness, dizziness, and shortness of breath, along with low heart rate. Device was explanted and replaced on (B)(6) 2020. Lead testing revealed the loss of capture was attributed to the pacemaker. Patient was stable after the procedure.